Event description:
Event description, boston scientific received information that during the routine pacemaker changeout procedure when the atrial lead was removed from the device header it was found to be stuck in the header. The lead then pulled apart at the connector site. The device header was then cut off to remove the leads. The ventricular lead was removed without any difficulty. The atrial lead was explanted and replaced. There were no adverse patient effects.